Manufacturer narrative:
The samples have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) home pd system kaguya sets were leaking. This was noticed during testing of the sets at a low temperature. The reporter stated that when the first set was removed from the cycler, the patient line popped off the cassette leading to a leak. When the second set was removed from the cycler, the drain line popped off the cassette, also leading to a leak. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples without a pouch were received for evaluation. A visual inspection noted one (1) sample with the patient line separated from the automated peritoneal dialysis (apd) cassette and one (1) sample with the heater line, drain line and patient line separated from the apd cassette. A kaguya cycler functional test was performed by connecting the separated lines back to the apd cassette and no issues were noted. The condition was verified due to the separated tubing received, however the condition of leak was not verified through testing. The cause of the separated tubing was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.